Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported during surgery that does not mesh derma carrier, going back and forth not through. There was patient impact and no delay reported. Due diligence is in progress.

Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was unknown patient impact and a delay in procedure of 20 minutes. Diligence is complete. No additional information is available.